Event description:
The customer reported that the insulin pump is damaged inside of the reservoir compartment. The blood glucose reading was 232mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. The caller mentioned that the device alarmed motor error during delivery. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked reservoir tube lip and cracked corners at the display window. The device alarmed motor error during the basic occlusion test as a result of a loose drive support disk and had missing end cap sticker.